Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. There was charred blood and tissue on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. No smoke or steam which could be considered excessive was observed during the testing. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device and the investigation results, the reported failures "smoking" and " device remains activated" were not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel was filled with smoke, jaws continued to burn and activated without activation toggle being pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel was filled with smoke, jaws continued to burn and activated without activation toggle being pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.